Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the infusion set's tubing was no longer connected on the other end close to the site location. Therefore, her blood glucose level was 18.8 mmol/l at the time of this event. Moreover, the infusion had been used two days prior of this event. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 9.6 mmol/l. No further information available.